Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. A further investigation has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified a broken shell, a 40-millimeter dark patch of edge material inside the gel of the device, and the device was underweight. A visual and microscopic analysis were performed which identified a sharp crease opening, a smooth crease opening, stress marks, wear abrasion, and a fold crease. Based on the device analysis the final assessment is a sharp crease opening on the radius side due to a fold flaw opening, and a smooth crease opening on the radius side due to a fold flaw opening. The reported events of infection, pain, breastfeeding difficulties are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported left side infection, not enough milk production, and moderate breast pain. Healthcare professional reported "deflation" of gel device. Device has been explanted.